Event description:
It was reported that the video system center experienced a not working display during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: display blackout issue due to defective printed circuit board and heavy dust inside the unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: regarding the customer allegation the cause is traced to component failure and related to the new reportable findings the cause was traced to component failure for defective printed circuit board and for heavy dust inside the unit the cause was not established . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.